Manufacturer narrative:
The pump has been returned to animas. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the distributor contacted animas, alleging a line throught the display. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/14/2016 with the following findings: during investigation, the pump was powered on to a clear and legible display. The original complaint of a line through the display could not be duplicated.